Event description:
Customer alleges they continually have to replace the pin in the lift. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rhl-450, serial number/date code (B)(4) is approximately (B)(4). The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The rhl-450 lift is utilized at the grand stand healthcare facility. The facility stated that the pin at the top of the lift breaks when you pump up the lift. This device does not have one specific user/operator. The lift allegedly does not support (B)(6) pounds as it should. Invacare customer service ordered an upgraded pin kit for the facility. Invacare engineering believes that the issue is with the actuator, not the actual pin. No RMA has been issued at this time. No injury alleged.